Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the patient (see section a patient information) and information that was inadvertently not included in the initial medwatch report, to provide the results of the investigation, and to correct information provided in the initial report. Correction to b4 of initial report: date of this report was 02-apr-2021, not 10-mar-2021. The site disclosed that the patient was not injured during the procedure and was sent home the same day. Although product return information was provided, the site did not return the device for investigation. A review of the photo provided of the device suggests that the flex needle was fractured at the proximal laser cut portion and punctured the clear polytetrafluoroethylene (ptfe) sheath. Comments from the physician suggest that the device was bent at an extreme angle during the procedure, which is outside of normal operation of the device. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The proximal end of the 22 guage needle punctured through the sheath, causing the physician to carefully pull the entire scope out of the patient to avoid damage to the patient's airways and the scope itself. The puncture to the sheath of the needle happened after the needle was caught on the airway wall. Procedure was completed and the patient recovered as expected.